Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise on the competitive right ventricular lead was observed. No oversensing of the noise was noted. There were high ventricular rate episodes due to pvc. Further testing was recommended. No additional information is available.